Event description:
It was reported that the patient underwent dental surgery on (B)(6) 2015 and suture was used. While suturing gingiva tissue, the needle broke. Additional dissection was required to retrieve the needle piece, which was recovered by the surgeon without difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection of sample that broke at the suture attachment of the needle end was performed. Instrument marks were found at the attachment area and directly at the breaking point which indicates that the needle was handled there. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.